Event description:
Clinical narrative update: additional information provided on 29jun2026, withdrew care and patient subsequently expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. Previous clinical narrative: a 69-year-old male with acute myocardial infarction complicated by cardiogenic shock (scai stage e) was supported with va ECMO and an impella cp inserted percutaneously via the left femoral artery for ventricular unloading. While on combined ECMO and impella support (impella set at p2), the patient was noted to have red, bloody urine in the foley bag. The managing physician was aware, and no new orders or interventions were reported. No blood products were administered, and plasma free hemoglobin testing was not performed. The impella device remained in place and functioning, and there were no reported device alarms or malfunctions. The patient remains on active mechanical circulatory support with survival outcome pending. Hematuria may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position and concurrent use of ECMO.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.